Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module did not alarm for any occlusion was not confirmed from the log analysis or replicated during laboratory testing. The test results for replicating the issue did not show an error in the occlusion alarm system. Asm tests passed without errors or malfunctions. The patient side occlusion test alarming for occlusion on patient side passed with a recorded pressure of 11.6 psi and fluid side occlusion was occluded at 0.4 ml. An analog pressure sensor task was performed utilizing alaris system maintenance; voltages from patient side and bottle side sensors were within the specified range of operation when applying zero force but performing within specification when applying full force. No condition was identified during the internal or external inspection that is linked to the reported event. All parts inspected were manufactured by bd. The suspect pump module and concomitant pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was not reported. A review of the suspect pump module error log and pcu error log showed no errors or malfunctions related to the reported event during the last days of recorded infusion. The next log analysis shows the last infusions and activity on (B)(6) 2025. From 6:49 pm to 6:50 pm the suspect pump module (s/n: (B)(6)) on pcu (s/n: (B)(6)) was programmed with a guardrails drugs infusion of drugid=9 (_other blood product) with rate = 92 ml/h, volume to be infused (vtbi) = 23 ml; primary volume infused (pvi) = 2482.17 ml (accumulated from previous infusions). The infusion lasted fifteen (15) minutes, and 23 ml was infused. At 7:05 pm, the user modified the volume from a previously programmed infusion on suspect pump module to rate = 92 ml/h and vtbi = 344 ml with a pvi = 2505.19 ml; the infusion lasted almost four (4) hours, and 344 ml was infused. At 10:53 pm, the user modified the volume from a previously programmed infusion on suspect pump module to rate = 92 ml/h and vtbi = 10 ml with a pvi = 2849.2 ml; the infusion lasted a minute, and 1.25 ml was infused. At 10:54 pm, the user modified the volume from a previously programmed infusion on suspect pump module to rate = 92 ml/h and vtbi = 367 ml with a pvi = 2850.45 ml; the infusion lasted almost five (5) minutes, and 10.5 ml was infused at 11:01 pm, the user pressed key channel off and infusion stopped pvi = 2860.95 ml. Then system was powered off. Alaris system with guardrails suite mx v12.3 user manual states; failure to follow proper administration set loading instructions might lead to an instrument malfunction. Before operating the instrument, verify that the administration set is free from kinks and correctly installed. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. Ensure tubing placement is over pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported failure alarm for occlusion running an infusion at 92 ml/h was not definitively determined or replicated during laboratory testing. The returned device was fully evaluated; laboratory testing performance demonstrated the device alarming for occlusion as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient¿s blood line was inadvertently clamped in the door of the pump module while running at 92ml/hr. The infusion continued for approximately four hours without triggering any occlusion alarms, and the pump indicated that the dose had fully infused, although the bag remained full. The customer reviewed both the infusion and pump log reports, confirming that no alarms were recorded during this period. The customer¿s biomedical engineer verified that the pump and channel passed all specifications. While there was patient involvement, however no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient¿s blood line was inadvertently clamped in the door of the pump module while running at 92ml/hr. The infusion continued for approximately four hours without triggering any occlusion alarms, and the pump indicated that the dose had fully infused, although the bag remained full. The customer reviewed both the infusion and pump log reports, confirming that no alarms were recorded during this period. The customer¿s biomedical engineer verified that the pump and channel passed all specifications. While there was patient involvement, however no harm